Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The device was reprogrammed, resolving the issue. The patient was in stable condition.